Event description:
It was reported that the rack pushrod on the pump was damaged, causing it to not engage with the pump properly and causing difficulties loading a new cartridge. Customer's blood glucose (bg) level due to the issue was 550 mg/dl. Customer addressed bg with a correction bolus via the pump. Reportedly, the customer continued using the pump for insulin therapy, using alternate methods as necessary, until the replacement pump arrived.